Event description:
Merit heart span deflectable wire was used during transseptal access and confirmed to be in the pericardial space and an effusion was observed requiring medication treatment. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).